Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 76% stenosed, 23mmx2.9mm, eccentric, de novo target lesion containing a >45 nd <90 degrees bend was located in the moderately tortuous and moderately calcified distal right coronary artery. A 3.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and found out that the tip and the distal of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.